Manufacturer narrative:
A 13-month complaint history review for similar complaints was performed for tt3 lot number jy174c0 from (B)(6) 2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The st aia-pack tt3 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tt3, the highest concentration of measurable without dilution is approximately 8.0 ng/ml, and the lowest measurable concentration is 0.20 ng/ml (assay sensitivity). The exact linearity of the st aia-pack tt3 depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 8.0 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Using the st aia-pack tt3, specimens with extremely high serum albumin levels will exhibit falsely decreased results, and specimens with extremely low serum albumin levels will exhibit falsely increased results. In ria procedures, effect of abnormal serum albumin concentrations also occurs, but low concentrations cause falsely decreased results and elevated concentrations of serum albumin yield falsely increased results. This opposite effect of albumin concentration may be noticed during correlation studies. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Specimens from patients under treatment with diclofenac sodium and mefenamic acid may demonstrate falsely elevated results. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. Patients undergoing thyroid replacement therapy with triiodothyronine may show elevated levels of total as measured by the assay. Patients undergoing thyroid replacement therapy with thyroxine may show negligible elevation in levels of total consistent with the specificity profile of the assay. Samples from patients undergoing thyroid replacement therapy should be monitored using a panel of thyroid assays including an assay for thyroid stimulating hormone. 6 as with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The probable cause of the issue could not be determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported 2 of 5 triiodothyronine (tt3) results failed api survey proficiency testing involving the aia-360 analyzer. The customer did freeze the remainder of api specimen. Before the samples were repeated, the customer recalibrated and both results passed. Additionally, a precision study was performed on both specimens. Both samples generated acceptable percent coefficient of variation (%cv) results of 2.82% and 2.89%. Initial results: sample 1: 5.44 ng/dl (acceptable range 3.65-5.19 ng/dl). Sample 2: 6.62 ng/dl (acceptable range 4.46-6.52 ng/dl). Repeated results: sample 1: 4.65 ng/dl (acceptable range 3.65-5.19 ng/dl). Sample 2: 5.62 ng/dl (acceptable range 4.46-6.52 ng/dl). There was no report of patient intervention or adverse health consequences due to this event.